Manufacturer narrative:
It was reported to philips that the air leakage volume is not displayed. The field service engineer (fse) determined that the unit's port settings and line do not match, causing no monitoring values to display. Settings were corrected and the leak test was successful. No parts were replaced. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Date of this report: 26jul2021.

Event description:
It was reported to philips that the device had no display. The device was not in clinical use at the time of the event. There was no report of patient or user harm.